Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) due to a blood glucose level of 400 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the ER 2 hours later with no permanent damage. The customer reverted to an alternate method of insulin therapy.